Event description:
It was reported that patient experienced an infection. At cervical lead site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-02321.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.